Event description:
A customer reported that the coulter act diff2 hematology analyzer had approximately 50 ml fluid overflowed from the baths. The leak was not contained within the instrument. The customer also stated that the analyzer generated white blood cell aperture alerts and hemoglobin incomplete calculations. The customer was wearing gloves and a lab coat at the time of the occurrence, and there was no report of injury or exposure to wounds or mucous membranes. The customer did not review material safety data sheet but has an exposure control plan in place at the facility. There was no impact to patient results or treatment. Beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting the instrument. The cts had the customer bleach the baths and apertures, but the instrument generated vacuum errors and "vacuum isolator chamber (vic) is full" messages. Beckman coulter field service engineer (fse) visited the customer's site and inspected the analyzer. The fse observed that the foam trap was full, the vacuum isolator chamber was not draining and the baths were overflowing. The fse replaced the vacuum filter and vacuum isolator chamber, and emptied the foam trap jar. The fse ran startup and quality control without any leaking or error messages. The fse verified service activity performed per established procedures, and the results met the performance specifications.

Manufacturer narrative:
Result: the cause of the event can be attributed to a plug in the drain path. The instrument operated as intended by generating multiple error messages alerting the operator to an instrument problem. (B)(4).